Event description:
The hospital reported that the disposable clips deployed and attached to the patient tissue as intended but did not disconnect from the clip pipes during the procedure. The nurse pulled the disposable clip fixing assemblies, released the clips from the tissue and withdrew the devices from the endoscope. The procedure was completed with another clipping device without complications.